Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia, the device was used on the patient, after replacing the first cartridge, when the surgeon fired the device at the ninth firing, the cartridge idled and could not be fired anymore. They squeezed the handle and it was idling. When they attempted to load the third cartridge for replacement, it could not be loaded. Correcting the direction, they tried several times, but the cartridge could not be loaded and it took over ten minutes on loading. A new handle was opened and used to complete the case. The surgical time was extended by less than thirty minutes. The part fell into the patient's cavity and was retrieved. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an abdominal wall hernia, the device was used on the patient, after replacing the first cartridge, when the surgeon fired the device at the ninth firing, the cartridge idled and could not be fired anymore. They squeezed the handle and it was idling. When they attempted to load the third cartridge for replacement, it could not be loaded. Correcting the direction, they tried several times, but the cartridge could not be loaded and it took over ten minutes on loading. A new handle was opened and used to complete the case. The surgical time was extended by less than thirty minutes. Nothing fell into the patient's cavity. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the timing was disengaged. A functional evaluation found that the articulation knob functioned properly. A test single use loading unit (sulu) could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.